Manufacturer narrative:
Investigation summary: four photos were included in attachments for evaluation; no defects were detected. One sample was returned without the original package. During visual inspection no defects were detected in the sample. Leak test was performed to detect any leak in cuff and pilot balloon, no leak was detected. Leaking failure mode was not confirmed. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air leak had occurred from the pilot balloon or cuff. There was patient involvement and no patient harm/adverse event reported.